Event description:
There were several indications of "temperature limiter" on the stockert. The techs replaced handle, generator cable, and finally catheter and the issue was resolved. No harm came to the patient.